Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A hospital in (B)(6) reported a revision due to irritation. Patient with clavicular dislocation of the right shoulder was implanted with a clavicle hook plate. Post implant, patient experienced flexion of 80 degrees with pain. Surgeon suspected a conflict between the plate and the tendons, with presence of capsulitis. The patient was returned to the operating room for removal of hardware. During plate removal a screw was blocked in plate. Surgeon removed the screw head with a tungsten drill. This report is #1 of 2 for the same event.